Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, white particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "open wound right breast¿, ¿biofilm¿,and ¿implant visible through holes in alloderm¿. The device was explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "exposure, infection and wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿open wound right breast¿, ¿biofilm¿, ¿breast asymmetry¿, and ¿implant visible through holes in alloderm.¿

Event description:
Healthcare professional reported "open wound right breast¿, ¿biofilm¿,and ¿implant visible through holes in alloderm¿. The device was explanted. This record is for the right side.